Manufacturer narrative:
Patient weight not available from the site. Device lot number and serial number, unavailable at time of filing. Device not returned to manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported a solera driver tip broke off during surgery. The tip of driver was left in the screw head. The procedure was completed with the use of navigation. There was no reported impact to the patient. No additional information was provided.

Manufacturer narrative:
Additional information: further review of the reported issue found there was no bio-compatibility risk with the fragments left in the patient.